Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: 2010 (B)(6), explanted, recharger: model 37752, serial# (B)(4), programmer: model 37743, serial# (B)(4). (B)(4).

Event description:
It was originally report that the patient never therapeutic effect. When ins was on he had more left hip and leg pain. He was not able to use the device and had explant surgery scheduled for (B)(6) 2012. Reprogramming was done twice, but did not resolve the problem. The health care provider confirmed that it was unknown what caused the event. The device system was explanted. The patient outcome was noted as no injury.